Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is unable to establish communication with his external devices (including a replacement charging system) and received a comm error 2501 message from his patient programmer after not using/charging his scs system since (B)(6) of 2013. It was also reported the patient is without stimulation. Follow-up identified surgical intervention will be taken at a later date to address the issue.